Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 37 mg/dl at the time of the incident. The customer had gone to work without eating as they normally did. The customer had also not taken any insulin. The customer had changed the reservoir that morning but not the infusion set. The customer was at 67 m/dl during treatment and 182 mg/dl at the time of the call. The customer was given food, glucose tablets, and glucose to treat. The customer experienced symptoms such as lightheadedness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump failed the self test as it failed to alarm on the vibrate test. Customer was hospitalized with pancreatitis in (B)(6) 2017. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with normal operating currents and passed the unexpected alarm error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the dat test. The pump primed properly and no motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The pump was unable to vibrate during the self-test due to broken black wire. Motor passed the motor test. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.